Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Though, clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating a patient presented to clinic today with complaints of melena for one day and weakness.  Patient remains off anticoagulation due to repeated gastrointestinal (gi) bleeds and anemia. She has recently been treated with a double balloon enteroscopy and has been on octreotide injections three times a day. She was admitted for closer observation and was transfused with two units of packed red blood cells (prbcs) on (B)(6) 2017.  On (B)(6) 2017 patient underwent push enteroscopy and single balloon enteroscopy with no identifiable sources of active bleeding. Patient then had a video capsule endoscopy (vce) which was unremarkable, patient's hemoglobin stabilized and did not require any blood transfusions for several days. The patient did require a total of 9 units of packed red blood cells (prbcs) during patient's admission. Patient was discharged, and will be followed up in outpatient setting. No further information provided at this time.